Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from an email response from the asp indicate that the customer was provided a quote for repair but refused service rather than accepting the quote, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer refused service, so no repairs were performed. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device had an ECG issue. There was no patient involvement.